Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to her doctor prescribing her the wrong medication. No further details were given regarding the hospitalization. Additionally, the customer was asked to inspect her alarm history and she found a signal too low alarm, unexpected restart alarm, and a displayable history failure alarm; they all occurred at the same time. No products were shipped or returned.